Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a male patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. A long priming process was observed but after a few seconds, liquid was exiting the outflow area. After the pump was implanted and an attempt to turn the device on, impella black alarm appeared. Despite attempts to reset were not possible to restart the support. The pump stopped directly after starting. A new pump was implanted.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The pump, purge cassette and data logs were returned and investigated. There were no physical abnormalities seen on the pump and cassette. No biomaterial residue was seen in the outflow cage or around the impellers. The field data logs were review revealed that the pump was activated prior to being inserted into the patient. The root cause of the pump did not start issue was use related to activating the pump prior to inserting into the patient.